Event description:
Hcp reported the pt's pump was interrogated in 2003 without difficulty. The pt then presented with withdrawal symptoms the following day. At that time, two different programmers were unable to interrogate the pump. No alarms were heard. An x-ray was done to verify orientation-the pump was readable, it was not upside down. The following day, just prior to pump explanation, telemetry was checked again and it was successful. The doctor decided the "pump should be replaced anyway." The pump was explanted that day. The pt is doing o.k. On oral medication.